Manufacturer narrative:
The service repair technician (srt) observed the reported issue. He replaced the o2 sensor. The unit operated to the manufacturer's specifications.

Event description:
Upon receipt of the device, the service repair technician (srt) reported that the new oxygen (o2) sensor showed signs of leaking. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.